Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem. Updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2018, patient was presented with an erectile dysfunction. On (B)(6) 2018, patient was presented with shoulder pain and neck pain. Concomitant devices: skyline vectra plate (part 04.613.251, lot 11169, quantity 1), spacer with central lumen plate (part 017207, lot 00514025521027, quantity 1), vivigen pouch (part bl-1500-001, lot 1811149-8027, quantity 1), unknown vertigraft component (part 017207, lot 00514025521028, quantity 1), unknown vertigraft component (part 017207, lot 00616061301055, quantity 1).

Manufacturer narrative:
Patient¿s height reported as 173 cms. Additional patient identifier: (B)(6). Date of postoperative numbness development is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter address and phone number were not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) procedure on (B)(6) 2018 at the c4-c7 levels. The patient was implanted with a skyline 51mm vectra plate, three (3) unknown 7mm spacers with central lumen, and one 1cc vivigen pouch. Postoperatively, during an evaluation on (B)(6) 2018, the patient presented with numbness and loss of feeling in the face and neck. Concomitant devices reported: unk - cage/spacers: vertebral spacer-cr (part # unknown, lot # unknown, quantity 3); unk - biologic tissue matrix: vivigen (part # unknown, lot unknown, quantity 1). This report is for one (1) ti vectra(tm) plate 3 level/51mm. This is report 1 of 2 for complaint (B)(4).